Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.

Event description:
Related to MFR report # 2183959-2012-00335. Related to MFR report # 2183959-2012-00337. The pt was implanted with an ams perigee graft. It was reported that the pt experienced severe and permanent bodily injuries and mental and physical pain and suffering.